Manufacturer narrative:
Unit received with high sleep current, isolated to connector. Unit passed rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Detailed trace analysis confirmed pump error 25 and low battery alarms were triggered when backup battery loaded voltage was less than 3.5v for four consecutive hours. After disconnecting and reconnecting the internal battery connector, pump was monitored and functioned properly. No replace battery now alarms were noted. Pump alarmed pump error 63 during self-test and confirmed in pump history, problem isolated to keypad assembly. Unit received with stained serial number label. Unit received with cracked keypad overlay at select button. Unit received with minor scratched display window, case and keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump received a replace battery now alarm less than ten hours from receiving a low battery alarm. Customer's blood glucose was 150 mg/dl. Insulin pump would be replaced.